Event description:
According to the reporter, they had a capsule which failed to attach. No additional details were available, and the customer will call back with the additional required information. No reported patient outcome.